Event description:
Additional information received from the manufacturer¿s representative reported the healthcare provider did not relate the fall to the implant. X-rays were performed and it was confirmed the device was not flipped at the time of the images. All messages (overdischarge and por) were resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep reported patient's implant is moving around as result of a fall, but didn't know if the implant was flipped or not. Technical services reviewed possible overdischarge as patient last recharged 2 days ago. Rep called back and noted being with patient and having gone through the physician mode recharge. Rep states the patient is now charging normally. Rep mentioned seeing a 'telemetry message' with numbers ranging from 0-17 during the recovery/charging process. Agent reviewed. Rep also reported seeing two por messages on tablet. Agent reviewed por post-overdischarge and that the implantable neurostimulator (ins) needs to be charged once the physician recharge mode is complete. Agent reviewed next steps for rep and they will call back if further guidance is needed. No symptoms were reported.